Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of an unspecified abdominal infection, which required hospitalization, removal of the patient¿s pd catheter (not a fresenius product), and precipitated the patient¿s transition to hd for rrt. The etiology of the patient¿s abdominal infection is unknown; therefore, causality cannot be established. However, the patient reported that the serious adverse event was not peritonitis, nor did the patient experience any difficulties with a fresenius device(s) or product(s). It should be noted that limited additional clinical information precluded a more comprehensive investigation. Chronic kidney disease is associated with an altered immune response, which leads to a high incidence of morbidity and predisposes patients to an increased risk of infections. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contracted an unspecified infection (not peritonitis) and transitioned to incenter hemodialysis (hd). Follow up with the patient confirmed she contracted an unspecified abdominal infection which led to the removal of her pd catheter (not a fresenius product). The patient was transitioned to hd for rrt without any reported issues and has recovered from the serious adverse events. Per the patient, she did not experience any fresenius device(s) and/or product(s) malfunctions or deficiencies.

Event description:
It was reported that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contracted an unspecified infection (not peritonitis) and transitioned to incenter hemodialysis (hd). Follow up with the patient confirmed she contracted an unspecified abdominal infection which led to the removal of her pd catheter (not a fresenius product). The patient was transitioned to hd for rrt without any reported issues and has recovered from the serious adverse events. Per the patient, she did not experience any fresenius device(s) and/or product(s) malfunctions or deficiencies.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.